Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6) hospital. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal circumflex artery (lcx). After deployment of a 3.5 synergy stent in the left main artery to left anterior descending artery, several attempts was made to advance the 2.25 x 28mm synergy¿ stent through the stent strut but the2.25x28mm synergy¿ stent had difficulty crossing the implanted stent. The device was removed and it was noted that parts of the stent struts were lifted. The procedure was completed with a 2.25mmx24mm synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent row 13 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal circumflex artery (lcx). After deployment of a 3.5 synergy stent in the left main artery to left anterior descending artery, several attempts was made to advance the 2.25 x 28mm synergy¿ stent through the stent strut but the2.25x28mm synergy¿ stent had difficulty crossing the implanted stent. The device was removed and it was noted that parts of the stent struts were lifted. The procedure was completed with a 2.25mmx24mm synergy stent. No patient complications were reported and the patient's status was good.